Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. The patient reportedly experienced a fluid leak prior to developing peritonitis. Based on the reported information, it cannot be determined what may have caused the leak to occur. While the cause of the peritonitis is unknown, the liberty select cycler/liberty cycler set cannot be excluded from the peritonitis event due to the known risk of peritonitis when a breach in the sterile pd circuit occurs.

Event description:
On (B)(6) 2024, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized for peritonitis. In additional follow-up, the pd nurse stated that on (B)(6) 2024 the patient experienced a fluid leak, discovered when the patient woke in bed. Per the nurse, it is unknown where or how the leak occurred. Subsequently, on (B)(6) 2024, the patient was seen in the outpatient pd clinic and initiated on prophylactic antibiotic therapy with oral keflex per clinic protocol for the fluid leak. The nurse stated the liberty cycler has been discarded and lot number is unknown. On (B)(6)2024, the patient had symptoms of abdominal pain, diarrhea and cloudy pd effluent and was hospitalized. The nurse reported that the patient had a pd culture obtained. However, the pd culture results are not available. The patient is receiving intra-peritoneal (ip) antibiotic therapy in the hospital (details are unknown) for peritonitis. The patient reportedly is receiving pd therapy (details are unknown) and remained hospitalized at the time follow-up was performed. Per the nurse, the cause of the peritonitis is unknown, and it cannot be determined if the event is due to the reported fluid leak.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6)2024, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized for peritonitis. In additional follow-up, the pd nurse stated that on (B)(6)2024 the patient experienced a fluid leak, discovered when the patient woke in bed. Per the nurse, it is unknown where or how the leak occurred. Subsequently, on (B)(6)2024, the patient was seen in the outpatient pd clinic and initiated on prophylactic antibiotic therapy with oral keflex per clinic protocol for the fluid leak. The nurse stated the liberty cycler has been discarded and lot number is unknown. On (B)(6)2024, the patient had symptoms of abdominal pain, diarrhea and cloudy pd effluent and was hospitalized. The nurse reported that the patient had a pd culture obtained. However, the pd culture results are not available. The patient is receiving intra-peritoneal (ip) antibiotic therapy in the hospital (details are unknown) for peritonitis. The patient reportedly is receiving pd therapy (details are unknown) and remained hospitalized at the time follow-up was performed. Per the nurse, the cause of the peritonitis is unknown, and it cannot be determined if the event is due to the reported fluid leak.